Manufacturer narrative:
Death date. Reportedly, the customer passed away on (B)(6) 2015.

Event description:
Reportedly, the customer passed away on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2015. Reportedly, the cause of death was diabetic ketoacidosis. No further info was provided on the reported issue.